Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a mastoidectomy surgical procedure it was observed that the irrigation pump feature of the console device was not functioning properly. It was reported that there was no delay in the procedure due to the event as a spare manual hand irrigating system was used by hand to complete the procedure successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The console device was evaluated and the reported condition that the irrigation pump feature is no longer functioning properly was confirmed. An assessment was performed which found that part of the irrigation pump was broken off the console causing the pump not to function properly and the housing was damaged. It was determined that this condition was due to mishandling of the device by dropping or hitting the device against something breaking part of the irrigation pump off. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. This medwatch is being resubmitted due to outage in FDA's electronic submission gateway (esg) upon initial submission.